Event description:
The event is reported as: the handle to the laryngoscope would become too hot to handle when it was attached to the metal blade. The defect was discovered during testing and only when the blade was engaged with the handle. No report of user injury.

Manufacturer narrative:
The device sample was returned for eval, but the investigation is incomplete at the time of this report.